Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up, noise was noted on the right atrial (ra) lead along with high out of range impedance measurements and loss of capture. It was indicated the patient had a traumatic episode and the ra lead was fractured. As a result, the device was programmed to vvi. No adverse patient effects were reported.

Event description:
Subsequent information was received indicating the ra lead was surgically abandoned. No adverse patient effects were reported.